Event description:
Reporter stated that the patient had generator replacement surgery only initially on (B)(6) 2012, but when the patient was waking up from the anesthesia, she had a seizure. The seizure was not unusual for this patient. Diagnostics with the new generator and resident lead were within normal limits. The patient was then brought to the post-anesthesia care unit and the surgeon decided to replace the vns lead at that time to control her seizures. The patient was then brought back to the operating room for a second procedure. During surgical dissection of the vns lead, the surgical resident accidentally broke the lead. A new lead was implanted. Diagnostics were within normal limits per the implant card received to the manufacturer.

Event description:
It was reported that a patient was experiencing more seizures which the physician stated could be due to end of service of the generator. Interrogation of the device did not show end of service; however, the patient was referred for generator revision surgery. Attempts for additional information will be made.

Event description:
Reporter indicated that during vns generator replacement surgery for the patient on (B)(6) 2012, the vns lead was accidentally broken. The reporter then noted the vns lead electrodes were not on the vagus nerve, but a different structure. A new vns lead was implanted on the left vagus nerve, in addition to the new generator being implanted. The plan of care is to wait until (B)(6) 2012, to begin vns stimulation. Vns diagnostics immediately prior to the surgery were within normal limits. Attempts for return of the explanted devices have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012 when the neurologist's reported that the patient had not informed them of an increase in seizure activity so they would not be able to provide an assessment. The nurse for the neurologist stated that they had not seen the patient for a few months until recently and at this time, there is not an increase in seizure activity.